Event description:
Procedure: gastric bypass. According to the reporter: the cartridge fired but staples did not form. Another device was applied and additional tissue was resected. The surgeon stated that the case was delayed 1 1/2 hours. There was no significant blood loss.